Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: light guide bundle at the entrance was severely dented, component failure of the universal cord and light guide bundle. Based on the results of the investigation, a definitive root cause of the reported issues could not be determined should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had insufficient brightness. The issue was found during set up / inspection for use. There were no reports of patient harm.